Manufacturer narrative:
Sections with additional information as of 13-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi non-fasting. Customer also reported that he had obtained lo; customer did not disclose if lo was fasting or non-fasting. Customer was not using proper testing technique and was using alcohol when testing. The customers expected fasting blood glucose test result range is 100 -120 mg/dl and expected non-fasting blood glucose test result range is 150 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 01/31/2021 and open vial date is (B)(6) 2019. The customer declined to review the meter memory for previous test result history.